Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the tip of a turnpike spiral detached during use on a patient and became stuck on the shaft of the wire. Additional information has been requested from the complainant.

Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. Tip of the turnpike spiral detached and was stuck on the guidewire. No product was returned for evaluation. It is unknown what damages could have occurred on the shaft. IFU was reviewed. The following warning and precautions were noted: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested, and a response was received. Case was successful. Patient condition was fine. Turnpike spiral was able to be removed as it was secured on the guidewire. All came out together. It is unknown which devices were used to complete the case. It unknown to what extent, rigor and use this unit has been subjected to during handling at the procedure. A manufacturing record review was not completed as no lot number was provided by the account. Based on the limited information, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that: the tip of a turnpike spiral detached during use on a patient and became stuck on the shaft of the wire. Additional information has been requested from the complainant.